Manufacturer narrative:
The acist kodama catheter, lot 00305575, used during the event was discarded by the user facility. A review of the device history record for lot 00305575 has been requested, and upon completion, a follow-up report will be submitted to FDA

Event description:
During a percutaneous coronary intervention (pci), intravascular ultrasound (ivus) procedure using the acist hdi hd ivus system with kodama catheter, the tip of the kodama catheter broke and was visible on fluoroscopy. The kodama catheter was removed and the catheter tip was successfully retrieved from the patient with no harm to the patient.

Manufacturer narrative:
Although requested, the kodama catheter was not returned to acist for investigation, as it had been discarded by the facility. Per review of the manufacturing records of the catheter lot number 304282 used during the event, there were no quality or manufacturing issues during the manufacture of this lot. Per the kodama catheter instructions for use, the kodama catheter contains a short monorail guidewire engagement system. As such, it is susceptible to guidewire entanglement and/or prolapse during catheter deployment and withdrawal. Movement of the catheter or guidewire against resistance may result in elongation or separation of the catheter or guidewire tip. The cause of this event is most likely guidewire entanglement or prolapse during employment or withdrawal of the kodama catheter, although we are unable to confirm this without investigation of the physical kodama catheter used in the event.